Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was revised due to dislocation. During surgery it was noticed that the inner diameter head disassociated from the plastic mdm liner.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding dislocation where the metal femoral head separated from the adm liner was reported. The event was confirmed through the medical review. Medical records received and evaluation: a medical review was performed and concluded: "cup malposition in very low inclination and very high anteversion in combination with early postoperative joint capsule laxity after arthroplasty caused a dislocation after a squatting movement of the patient in the mdm liner system of an intraprosthetic type. The irreducible nature of the dislocation is a procedure-related design characteristic virtually always requiring open revision." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated that the root cause of the dislocation was related to shell malposition. There was no evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient was revised due to dislocation. During surgery it was noticed that the inner diameter head dissacociated from the plastic mdm liner.